Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 for unexplained high blood glucose. Customer stated that the meter showed his blood glucose was high. Customer stated that he thinks the meter goes up to 800 mg/dl. Customer was admitted for high blood glucose and then released. Customer was still having high blood glucose and called 911 again. Customer stated that the 911 call was site related and the customer had diabetic ketoacidosis. Customer was not wearing the pump at the time of the 911 call. The hospital made the customer remove the pump and he was off the pump for 10 hours from the first hospital stay. Customer stated that his blood glucose hit 400 mg/dl on (B)(6) 2015. Customer stated that he took a bolus to treat and did a temp basal increase for 25% for 4 hours. The pump passed the high pressure test and the customer was advised to do a complete set change. Customer's blood glucose was 192 mg/dl at the end of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.